Manufacturer narrative:
The chikai black 14 guide wire was returned for evaluation. There were a few pieces of ribbon-shaped, peeled polymer jacket on the returned guide wire. At about 35.5cm from the tip, the polymer jacket was found torn; the torn end of the polymer jacket was turned over distally. At about 39 to 110.5cm from the tip, the linear peeling of the polymer jacket was observed. There was also a single scratch line observed on the polymer jacket distal to the coating end. The reported unraveling of the coil was not confirmed on the returned guide wire as the coil remained intact. Based on the obtained information and investigation outcome, it was presumed that the edge of a metal inserter or the like had most likely scraped the wire surface and peeled the outermost polymer jacket. It was confirmed that the concomitant catheter was not compatible with the reported guide wire; the distal inner diameter of the catheter was smaller than the outer diameter of the reported guide wire. Thus, the polymer-jacketed surface of the guide wire was worn out and turned over distally to make the outer diameter of the guide wire bigger when the guide wire was advancing through the catheter; therefore, the two devices became stuck one another. It was concluded that this event was not attributed to product quality but usage against the instructions for use (IFU). No CAPA will be taken. Instructions for use (IFU) states: [indications for use] ~ this guide wire is intended to be used in the neuro vasculature to facilitate the placement and exchange of therapeutic devices such as cerebral catheters during intravascular therapy. This guide wire is intended for use only in the neuro vasculature. [Warnings] ~ before use, confirm that the guide wire is compatible with the interventional device to be used. [Precautions] ~ never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. [Malfunction and adverse effects] ~ abrasion of the guide wire coating.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was concluded that the concomitant catheter was not compatible with the reported guide wire; the distal inner diameter of the catheter was smaller than the outer diameter of the reported guide wire. Thus, the polymer-jacketed surface of the guide wire was worn out and the spring coil became stretched when removed as the guide wire itself had been stuck in the catheter. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [indications for use]: this guide wire is intended to be used in the neuro vasculature to facilitate the placement and exchange of therapeutic devices such as cerebral catheters during intravascular therapy. This guide wire is intended for use only in the neuro vasculature. [Warnings]: before use, confirm that the guide wire is compatible with the interventional device to be used. [Malfunction and adverse effects]: coming off of coating.

Event description:
It was reported that an asahi 0.014" chikai black 14 soft tip guide wire was unraveled during a both-side prostatic arterial embolization (pae). Embolization with microsphere was performed on the other side with a non-asahi 2.1f/1.3f headway duo microcatheter with a distal inner diameter of 0.013" before the use of this guide wire. The same catheter was used but completely flushed before moving to the other side. Half way through the procedure, the guide wire got stuck totally inside the catheter and was not able to move either back or forward in a very branch artery of the prostatic artery. The physician managed to pull the guide wire out of the catheter and found some debris left in the catheter. He decided to flush the debris in the catheter, rather than pulling the catheter all the way out as it would have delayed the whole procedure for an hour. He ended up embolizing with the debris. As it was an embolization procedure, no adverse event happened. However, the physician ended up embolizing with unintended agent, which is debris of polymer.